Event description:
Additional information from the physician indicated that abbott devices did not contribute to the reported events.

Manufacturer narrative:
Additional information: b5, g3, h6, h11.

Manufacturer narrative:
An event of fistulas and pseudoaneurysms were reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported fistulas and pseudoaneurysms remains unknown. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
Three av fistulas occurred, two required surgery and one needed no intervention and three pseudoaneurysms occurred which needed thrombin injection to treat.